Manufacturer narrative:
Date of explant is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported patient's occipital system was explanted at an unknown time due to an unknown reason.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.